Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se found that the hospital's wall air + oxygen (o2) was not working correctly. The se performed the evaluation at a different section of the hospital. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a compressor inoperative error message. The ventilator was not in use on a patient at the time of the reported event